Event description:
Pt implanted with pangea at l4-l5 and l5-s1; follow-up x-rays revealed the rod on the right appears to have migrated cranially out of the locking cap at s1. Pt has no discomfort and appears to be fusing well. The surgeon will continue to monitor the pt, and has no plans to explant. This is the first of three reports for this event.

Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Manufacturer and 510k/PMA cannot be determined without a part number. Manufacture date cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.